Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient had recently traveled and noticed his flows dropped into the high 3 range (normally 4.5). Then upon his return home, flows went as high as 7 but within a short time period, flows returned to normal. The patient was seen in the clinic. Files downloaded and sent. Log file analysis confirmed. The patients flows as noted. On (B)(6) 2016, the patient's inr was 2.7 and ldh 1260. On (B)(6) 2016, the patient's inr was 2.0 and ldh 275. The patient had therapeutic inrs at all points and was taking 325mg asa. (Peak ldh was 1687 on (B)(6)). On admission he was started on heparin gtt. Teg was done which showed minimal platelet inhibition so heparin was stopped and integrelin gtt was started. The patient has history of polycythemia vera. Hematology was consulted. The patient was listed as 1a. The patient received a transplant on (B)(6) 2016, noted a change in his pump parameters but did not show signs of hemolysis or associated issues. Currently doing well after the heart transplant.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption, surpassing normal power consumption range prior to the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.